Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) has been confirmed. The root cause of the uneven voltage on the battery cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Event description:
A us distributor reported a battery charger was unable to charge a battery.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge battery) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. There were no adverse events associated with the charger malfunction.